Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthroscopy, multi gravida, parity 4, eczema, gerd, migraine, peptic ulcer, appendectomy, biopsy breast, cholecystectomy and adenomyosis. Concomitant products included ascorbic acid (vitamine c), codeine, docusate sodium, ibuprofen, paracetamol (acetaminophen) and vitamin b complex (vitamin b). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), uterine enlargement ("enlarged uterus"), arthritis ("joint inflammation") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (abaltion, hyst. (Partial), oophorectomy (bilateral), salping. (Bilateral) and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, endometriosis, uterine enlargement, arthritis, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered arthritis, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, uterine enlargement, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for bleeding,other injuries/symptoms- yes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: impression: focal hematoma superior to hysterectomy surgical bed approximately 7.7 x 5.1 x 4.6cm. Additional scattered hemorrhage within lower abdominal mesentery. Trace free fluid paracolic gutters bilaterally. Trace pneumoperitoneum and moderate subcutaneous air lower right abdominal wall extending to right labial fold consistent with postoperative state.; on (B)(6) 2018: hgb 6.4; 10.0 [11.5-16.0 g/dl]. Haemoglobin - on (B)(6) 2018: hgb 14.1 [11.5-16.0 g/dl]; on (B)(6) 2018: hgb 8.4 [11.5-16.0 g/dl]; on (B)(6) 2018: hgb 6.4; 10.0 [11.5-16.0 g/dl]. Imaging procedure - on (B)(6) 2006: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and mr received. New events added: pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal), dysmenorrhea. Concomitant drugs, medical history, lab data and reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), uterine enlargement ("enlarged uterus") and arthritis ("joint inflammation") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hyst. (Partial), oophorectomy (bilateral), salping. (Bilateral), ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, endometriosis, uterine enlargement, arthritis and uterine leiomyoma outcome was unknown. The reporter considered arthritis, endometriosis, menorrhagia, uterine enlargement and uterine leiomyoma to be related to essure (ess205). The reporter commented: received treatment for bleeding, other injuries/symptoms. Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: new pfs received- new events added: menorrhagia (heavy menstrual bleeding), endometriosis, ablation, enlarged uterus, joint inflammation, fibroids were added. Lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthroscopy, multi gravida, parity 4, eczema, gerd, migraine, peptic ulcer, appendectomy, biopsy breast, cholecystectomy and adenomyosis. Concomitant products included ascorbic acid (vitamine c), codeine, docusate sodium, ibuprofen, paracetamol (acetaminophen) and vitamin b complex (vitamin b). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), uterine enlargement ("enlarged uterus"), arthritis ("joint inflammation") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (abaltion, hyst. (Partial), oophorectomy (bilateral), salping. (Bilateral) and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, endometriosis, uterine enlargement, arthritis, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered arthritis, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, uterine enlargement, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for bleeding,other injuries/symptoms- yes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: impression: focal hematoma superior to hysterectomy surgical bed approximately 7.7 x 5.1 x 4.6cm. Additional scattered hemorrhage within lower abdominal mesentery. Trace free fluid paracolic gutters bilaterally. Trace pneumoperitoneum and moderate subcutaneous air lower right abdominal wall extending to right labial fold consistent with postoperative state.; on (B)(6) 2018: hgb 6.4; 10.0 [11.5-16.0 g/dl]. Haemoglobin - on (B)(6) 2018: hgb 14.1 [11.5-16.0 g/dl]; on (B)(6) 2018: hgb 8.4 [11.5-16.0 g/dl]; on (B)(6) 2018: hgb 6.4; 10.0 [11.5-16.0 g/dl]. Hysterosalpingogram - on (B)(6) 2012: results: the essure devices were noted to be in the typical configuration. With the balloon deflated, the rest of the uterine cavity was visualized and appeared to be within normal limits.. Imaging procedure - on (B)(6) 2006: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 880428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthroscopy, multi gravida, parity 4, eczema, gerd, migraine, peptic ulcer, appendectomy, biopsy breast, cholecystectomy and adenomyosis. Concomitant products included ascorbic acid (vitamine c), codeine, docusate sodium, ibuprofen, paracetamol (acetaminophen) and vitamin b complex (vitamin b). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), uterine enlargement ("enlarged uterus"), arthritis ("joint inflammation") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (abaltion, hyst. (Partial), oophorectomy (bilateral), salping. (Bilateral) and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, endometriosis, uterine enlargement, arthritis, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered arthritis, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, pelvic pain, uterine enlargement, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for bleeding,other injuries/symptoms- yes diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: impression: focal hematoma superior to hysterectomy surgical bed approximately 7.7 x 5.1 x 4.6cm. Additional scattered hemorrhage within lower abdominal mesentery. Trace free fluid paracolic gutters bilaterally. Trace pneumoperitoneum and moderate subcutaneous air lower right abdominal wall extending to right labial fold consistent with postoperative state.; on (B)(6) 2018: hgb 6.4; 10.0 [11.5-16.0 g/dl]. Haemoglobin - on (B)(6) 2018: hgb 14.1 [11.5-16.0 g/dl]; on (B)(6) 2018: hgb 8.4 [11.5-16.0 g/dl]; on (B)(6) 2018: hgb 6.4; 10.0 [11.5-16.0 g/dl]. Hysterosalpingogram - on (B)(6) 2012: results: the essure devices were noted to be in the typical configuration. With the balloon deflated, the rest of the uterine cavity was visualized and appeared to be within normal limits.. Imaging procedure - on (B)(6) 2006: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: mr received. Reporter information, patient's lab data and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.